Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the secondary line of the device was programmed in the piggyback mode to deliver an unspecified concentration of potassium phosphate at a rate of 43 ml/hr with a dose limit of 250ml and the delivery was started. No further programming parameters were provided. Approximately 3 hours later, the nurse found the bag of potassium phosphate empty. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the biomedical engineer programmed the device "exactly like the nurses did," but the event could not be duplicated. Though requested, no additional information was provided.